Event description:
It was reported by the patient that the carelink monitor could not transmit. There appeared to be a telemetry issue as indicated by the "orange light" next to the patient image. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.